Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG in that waveforms v1 and v2 were intermittent.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG in that waveforms v1 and v2 were intermittent. The device was evaluated at philips, and the failure was confirmed. Replacing the ECG connector resolved the issue.